Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation. The device was tested at a rate of 200ml/hr for a volume to be infused of 50ml per swi 105-005 and the device was found to deliver 47.379ml, which is an under-infusion of 5.242% the device was determined to not meet all product specifications related to the reported event. The failed flow rate accuracy test was verified. The cause was determined to be the pressure plate travel being out of specification, the device required pressure plate travel adjustment and verification to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow rate accuracy test. Ran it 2 or 3 times for 20ml over 30 minutes. It failed all times with rates of 11-14ml. There was no patient involvement associated with this event. No additional information is available.